Event description:
Corporate product surveillance received a communication via voice mail in which a center for one baxter on behalf of the customer reported 8 vials of 40mg protonix that shattered when attempting to attach it to the 0.9% sod chl inj, usp, 50ml inmini-bag plus cont bag. The customer thinks it could be the mini-bag plus docking assittool that is causing the vials to break. Sample not available per customer. This was observed during set up. A technician on an unknown date had particles shattered in her eyes when attempting to attach the vial. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. The serial number is unknown. This device is 510k exempt. Therefore, a 510k number cannot be provided.